Event description:
During endoscopy, the scope malfunctioned producing inadequate air sufflation. This resulted in adequate visualization of anatomy resulting in aborting the procedure. Testing of equipment post procedure resulted in duplicate results. Manufacturer vendor notified and scope sent for further testing and investigation of malfunction.